Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 349 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the parent changed out the pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin.